Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) screen alternated between black and white and the machine could not start when power was turned on. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Faults 63, 78, 79, 80, and 101 were observed in the logs. The fse replaced the video generator board (B)(4)). The fse inspected the unit according to the service manual and found the unit to be in good condition. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) (B)(6) 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4). Parts were received with a reported failure of an abnormal startup with the screen alternating between black and white and not starting. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The unit fails to boot up and no image in the screen. Confirmed the reported failure but no root cause identified. These parts are obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure number (B)(4). The most probable root cause for the video generator board and the upper display monitor board is pcb reliability.